Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a bariatric procedure, the staples were breaking. This caused bleeding and gastric fistulas. Pending translation/follow up.